Event description:
It was reported that the patients ipg was no longer working as intended. The patient underwent an explant procedure. The explanted device was not returned as it was discarded by the medical facility.